Event description:
It was reported that during an anterior cervical fusion procedure, the surgeon was impacting the spacer on the implant holder, when a little piece of the aiming arm broke off. Nothing broke off into patient, hence there was nothing to retrieve. The surgeon completed procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed a small piece of the handle had broken off in the area on the pin holding the spindle. It is concluded that the handle broke due to a corrosion tension crack. The cutter corresponds to the drawings and processes at the time of manufacture, and this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).